Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a fiber was observed in a patient's eye postoperatively. The fiber was removed on the second day in the operating room. The impact to the patient is not known at this time. The sample is not available. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The custom pak lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. Additionally, a pack identification was not provided for this complaint, therefore, the bill of materials for this pack could not be reviewed. Sample has not been returned. The customer reported a fiber removed at second procedure. The root cause of the customer's complaint is not known; a sample was not returned for investigation. An action has been opened to document the investigation and associated corrective action(s) related to custom pak contamination. (B)(4).